Event description:
The patient reported that they had their implantable neurostimulator replaced due to erosion. No information was provided on initial implant. Additional information had been requested, but was not available as of the date of this report.